Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no additive with the incident lot was observed. Additionally, retention samples were evaluated, and the customer's indicated failure mode was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5154604. Conclusion: new safety guarding was added to the additive fill machine and this led to additional faults on the machine. The occurrence for this lot would be .038% for a possibility of 1200 empty tubes out of this lot of 3.2 million tubes.

Event description:
It was reported that the 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ was without the additive. No injury or medical intervention.